Event description:
The customer contact reported that the device touchscreen was not working. The device was returned to the biomedical dept for an unspecified reason. No specific patient info, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all info known by the reporter upon query by hospira personnel.